Event description:
It was reported the atrial lead impedance decreased and thresholds increased. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found that the lead was returned in two pieces. The inner insulation was damaged at approximately 34 cm from the lead tip due to the suture sleeve being tied down too tightly. The damage to the distal insulation resulted in shorting of the coils causing the threshold and impedance anomalies.